Event description:
The customer reported that the ventilator was alarming vent inop, error log showing motor fault.

Manufacturer narrative:
The carefusion technician will evaluate the alleged failed part if it is returned to the manufacturer.